Manufacturer narrative:
Additional information: the manufacturer representative confirmed that replacing the computer on the navigation system resolved the reported issue with the imaging systems.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the computer of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.the suspect computer of the navigation system has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A site representative reported that, while in a spinal fusion, the viewing station of the imaging system displayed an error message stating that the 3d image acquisition functionality was disabled. It was noted that the imaging system could perform 2d image acquisitions, however images could not be transferred to the navigation system. It was noted that the gantry door of the imaging system was opened and closed with resolution. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: software log review results. Software logs were reviewed and found no issues.

Manufacturer narrative:
Additional information: a software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that physical damage to bulk head connector was suspected to cause the issue. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.